Manufacturer narrative:
(B)(4). Device received with a crack on the battery tube which extends to the top where the battery threads are located. As a result, the battery cap contacts are unable to connect to the battery sleeve. Unable to perform the displacement test due to the loose connection. A huge chunk of the battery compartment plastic broke off from the case exposing the unit's interior. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack down to the battery compartment. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that they already reverted to the backup plan. The insulin pump will be returned for analysis.